Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide#(B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that emergency medical services (ems) found the patient's lvad disconnected from system controller. System controller history was review and the patient started having low voltage advisory alarms at 03:27 am on (B)(6) 2017. After the low voltage advisory alarms, there was a pump off and driveline disconnected at 03:51 am and 03:53 am with replace system controller and those continued through the history. It was reported that the patient expired on (B)(6) 2017. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple intermittent pi events taking place on (B)(6) 2017 from 12:19:25 am to 3:49:49 am. On (B)(6) 2017 at 3:27:33 am a low power advisory took place. This occurred while the patient was on battery power. On (B)(6) 2017 at 3:51:30 am a driveline disconnect and pump off was noted until 4:48:48 am in which the log file reports that the driveline was not disconnected anymore. On (B)(6) 2017 at 4:45:35 am a complete loss of battery power prompted the system controller¿s backup battery to provide power to the pump. On (B)(6) 2017 at 4:48:52 am the actual pump speed was recorded at 5200 rpm. On (B)(6) 2017 at 6:34:20 am a driveline disconnect and pump off was noted. No additional information was provided.

Manufacturer narrative:
Device not returned changed yes to no. Additional information review of the retrieved system controller log files confirmed the reported pump stoppages associated with a disconnection of the driveline however, a specific cause for these events could not conclusively be determined through this evaluation. The product was not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the last transmission they had was on (B)(6) 2017 and there were no events. Device clinic states if patient was having events, she was not close enough to monitor.